Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward and the needle did not deploy, indicating a needle mechanism failure. Pod was not worn. No treatment and no blood glucose levels were mentioned.

Manufacturer narrative:
The pod arrived not deployed, generating an 0x22 alarm during priming, indicating main is in critical hazard alarm. No damages were observed that would contribute to the 0x22 alarm, the cause of which could not be determined. The 0x22 alarm is confirmed as the cause of the reported needle mechanism failure.